Event description:
It was reported that the 9800 sys had a noise from the tube prior to a case. Then the 9800 sys had poor image quality during the case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.